Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application froze and got scanned wrong bin alert. A technical support specialist remotely accessed the cabinet and guided the user through the process and successfully selected 'retry,' which allowed the bin to open. The user was then able to remove the item, scan the code correctly, and proceed by selecting 'next.' No issues or errors were encountered during the process, and it confirmed that the system was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, system application froze and got scanned wrong bin alert. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.